Event description:
The following was reported through a review of the article titled, "comparative evaluation of istent versus istent inject w combined with phacoemulsification in open angle glaucoma". Reportedly, following trabecular microbypass stent system procedures in a total of one-hundred and five (105) operative eyes, nine (9) eyes presented with coagula in the anterior chamber (ac), one (1) eye presented with a hyphema, six (6) eyes presented with transient intraocular pressure (iop) elevation, and six (6) eyes presented with iritis and macular edema. Per report, the hyphema case improved within two (2) weeks post-op, and the cases of transient iop elevation resolved with the resumption of glaucoma medication. The reported noted that there were no surgical interventions required. Additional information has been requested. Please see attached article for further details. Reference doi: 10.1371/journal.pone.0297514.

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used for event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot number could not be reviewed. A review of the device labeling was completed. Iritis and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iritis and edema are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).